Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate with any external devices. Troubleshooting was attempted to no avail. Reportedly, the patient programmer displayed an error message and the ipg was later confirmed inoperable. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the ipg was replaced with a new model. Effective therapy was restored thus resolving the issue.